Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: call service 052 and 054 alarms were observed in the black box and alarm history. Shortly after powering on, the pump gave a call service 052 alarm. The pump was returned to the factory default settings and was able to operate without any alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.